Event description:
Lost balance, fell to ground and could not regain ability to walk for several hours. Diagnosed with ms by world renown clinic in (B) (6); and (B) (6) institute of neurology - 3 neurologists. Removal of all toxic dental fillings in (B) (6)-(B) (6) 1995: paralysis of hands cured, balance and proprioception returned enough to get out of deathbed: I had written my last will, six years would elapse before I knew of chelation-dmps, dmsa- which I underwent 2002-2003 and fully recovered. Diagnosis or reason for use: outdated and untested dental filling material, an ada.